Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 25-jul-2017. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), balance disorder ("disturbances of balance"), dizziness ("dizziness"), multiple system atrophy ("diagnosis of probable type c multiple system atrophy"), urinary tract disorder ("urinary disorder"), gastrointestinal motility disorder ("bowel movement disorder"), dysgraphia ("dysgraphia"), speech disorder ("speech impairment"), apnoea ("respiratory apnea") and dyspnoea ("shortness of breath"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, balance disorder, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, speech disorder, apnoea and dyspnoea outcome was unknown. The reporter provided no causality assessment for apnoea, back pain, balance disorder, dizziness, dysgraphia, dyspnoea, fatigue, gastrointestinal motility disorder, multiple system atrophy, speech disorder and urinary tract disorder with essure. The reporter commented: patient reported new events to health authority on (B)(6) 2021, current state was diagnosis of probable type c multiple system atrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2021: patient reported to health authority on (B)(6) 2021 urinary and bowel movement disorders, dysgraphia, speech impairment, respiratory apnea, shortness of breath, current state: diagnosis of probable type c multiple system atrophy based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-jul-2017. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), balance disorder ("disturbances of balance"), dizziness ("dizziness"), multiple system atrophy ("diagnosis of probable type c multiple system atrophy"), urinary tract disorder ("urinary disorder"), gastrointestinal motility disorder ("bowel movement disorder"), dysgraphia ("dysgraphia"), speech disorder ("speech impairment"), apnoea ("respiratory apnea") and dyspnoea ("shortness of breath"). The patient was treated with surgery (essure removal). Essure was removed on 3-mar-2017. At the time of the report, the back pain, fatigue, balance disorder, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, speech disorder, apnoea and dyspnoea outcome was unknown. The reporter provided no causality assessment for apnoea, back pain, balance disorder, dizziness, dysgraphia, dyspnoea, fatigue, gastrointestinal motility disorder, multiple system atrophy, speech disorder and urinary tract disorder with essure. The reporter commented: patient reported new events to health authority on (B)(6) 2021, current state was diagnosis of probable type c multiple system atrophy diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), balance disorder ("disturbances of balance") and dizziness ("dizziness."). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, balance disorder and dizziness outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, dizziness and fatigue with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jul-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 285 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Bayer case number: (B)(4). The patient died on (B)(6) 2025 at home [death], lumbar pain [lumbar pain], pelvic pain [pelvic pain female], metallic fragment projecting over the pelvis [device breakage], chronic fatigue [chronic fatigue], disturbances of balance [balance disorder], dizziness [dizziness], diagnosis of probable type c multiple system atrophy [multiple system atrophy], urinary disorder [urinary tract disorder], bowel movement disorder [intestinal movement disorder], dysgraphia [dysgraphia], speech impairment [speech disorder], respiratory apnea [apnea], shortness of breath [shortness of breath], menorrhagia [menorrhagia], migraines [migraine], nocturnal enuresis [nocturnal enuresis], premenopausal status [menopausal], stress syndrome [stress symptoms], irregular menstrual cycles [irregular menstrual cycle], sudden sciatica of the left leg [sciatica], acid reflux, [acid reflux (oesophageal)] borborygmi [borborygmi], postprandial gas [gas], discomfort related to serous tympanum [post procedural discomfort], hot flushes [hot flushes], urinary leakage [urinary incontinence], urinary urgency [urinary urgency], dental inflammation affecting the upper right molar [tooth inflammation], balance disorders [balance disorder], occasional speech disorders [speech disorder], nickel allergy [nickel allergy], sensations of instability [unstable feeling], headaches [headache], difficulty urinating with post-void residual volume [urination difficulty], persistent spinal pain [spinal pain], new dental abscess [dental abscess], gas incontinence [gas incontinence] , constipation [constipation], endometrial polyp [endometrial polyp], chronic lumbago [chronic lumbago], dorsal pain [dorsal pain], lumbar and cervical discopathies [discopathy], l4-l5 and l5-s1 osteoarthritis [osteoarthritis of lumbar spine], cerebellar syndrome [cerebellar syndrome], worsening gait [disorder gait], obstructive sleep apnea syndrome [obstructive sleep apnea syndrome], stridor [stridor], aspastic laryngeal movements [laryngeal disorder], ent disorders [ear, nose and throat disorder], neurological disorders worsen [neurologic symptoms], case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 25-jul-2017. The most recent information was received on 07-jul-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), lumbar pain ("lumbar pain"), pelvic pain ("pelvic pain") and device breakage ("metallic fragment projecting over the pelvis") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave and parity 2. Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced lumbar pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fatigue ("chronic fatigue"), a first episode of balance disorder ("disturbances of balance"), dizziness ("dizziness"), multiple system atrophy ("diagnosis of probable type c multiple system atrophy"), urinary tract disorder ("urinary disorder"), gastrointestinal motility disorder ("bowel movement disorder"), dysgraphia ("dysgraphia"), a first episode of speech disorder ("speech impairment"), apnoea ("respiratory apnea"), dyspnoea ("shortness of breath"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), enuresis ("nocturnal enuresis"), menopause ("premenopausal status"), stress ("stress syndrome"), menstruation irregular ("irregular menstrual cycles"), sciatica ("sudden sciatica of the left leg"), gastrooesophageal reflux disease ("acid reflux, "), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), post procedural discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), urinary incontinence ("urinary leakage"), micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), a second episode of balance disorder ("balance disorders"), a second episode of speech disorder ("occasional speech disorders"), allergy to metals ("nickel allergy"), feeling abnormal ("sensations of instability"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), tooth abscess ("new dental abscess"), anal incontinence ("gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("lumbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngeal disorder ("aspastic laryngeal movements"), ear, nose and throat disorder ("ent disorders") and neurological symptom ("neurological disorders worsen"). The patient was treated with surgery (essure removal, on (B)(6) 2017, bilateral laparoscopic salpingectomy and laparoscopic interadnexal hysterectomy). Death occurred on (B)(6)2025. At the time of death, the outcomes for lumbar pain, pelvic pain, device breakage, fatigue, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, apnoea, dyspnoea, heavy menstrual bleeding, migraine, menopause, stress, menstruation irregular, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, post procedural discomfort, hot flush, urinary incontinence, micturition urgency, pulpitis dental, allergy to metals, feeling abnormal, headache, dysuria, spinal pain, tooth abscess, anal incontinence, constipation, uterine polyp, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngeal disorder, ear, nose and throat disorder, neurological symptom, the last episode of balance disorder and the last episode of speech disorder were unknown. The reporter considered allergy to metals, anal incontinence, chronic lumbago, dorsal pain, the second episode of balance disorder, cerebellar syndrome, constipation, death, device breakage, dysuria, ear, nose and throat disorder, enuresis, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngeal disorder, menopause, menstruation irregular, micturition urgency, migraine, neurological symptom, obstructive sleep apnoea syndrome, pelvic pain, post procedural discomfort, pulpitis dental, sciatica, the second episode of speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, urinary incontinence and uterine polyp to be related to essure administration. No causality assessment was received for essure with regard to lumbar pain, fatigue, the first episode of balance disorder, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, the first episode of speech disorder, apnoea or dyspnoea. The reporter commented: patient reported new events to health authority on (B)(6) 2021, current state was diagnosis of probable type c multiple system atrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-jul-2026: upon receipt of new follow up argus cases (B)(4) are found t be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. (Legacy device number 2951250-2026-00232). Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4), the patient died on (B)(6) 2025 at home [death], lumbar pain [lumbar pain], pelvic pain [pelvic pain female], metallic fragment projecting over the pelvis [device breakage], chronic fatigue [chronic fatigue], disturbances of balance [balance disorder], dizziness [dizziness], diagnosis of probable type c multiple system atrophy [multiple system atrophy], urinary disorder [urinary tract disorder], bowel movement disorder [intestinal movement disorder], dysgraphia [dysgraphia], speech impairment [speech disorder], respiratory apnea [apnea], shortness of breath [shortness of breath], menorrhagia [menorrhagia], migraines [migraine], nocturnal enuresis [nocturnal enuresis], premenopausal status [menopausal], stress syndrome [stress symptoms], irregular menstrual cycles [irregular menstrual cycle], sudden sciatica of the left leg [sciatica], acid reflux, [acid reflux (oesophageal)], borborygmi [borborygmi], postprandial gas [gas], discomfort related to serous tympanum (serous tympaneum) [otitis media serous], discomfort related to serous tympanum (discomfort) [ear discomfort], hot flushes [hot flushes], urinary leakage [urinary incontinence], urinary urgency [urinary urgency], dental inflammation affecting the upper right molar [tooth inflammation], balance disorders [balance disorder], occasional speech disorders [speech disorder], nickel allergy [nickel allergy], sensations of instability [unstable feeling], headaches [headache], difficulty urinating with post-void residual volume [urination difficulty], persistent spinal pain [spinal pain], new dental abscess [dental abscess], gas incontinence [gas incontinence], constipation [constipation], endometrial polyp [endometrial polyp], chronic lumbago [chronic lumbago], dorsal pain [dorsal pain], lumbar and cervical discopathies [discopathy], l4-l5 and l5-s1 osteoarthritis [osteoarthritis of lumbar spine], cerebellar syndrome [cerebellar syndrome], worsening gait [disorder gait], obstructive sleep apnea syndrome [obstructive sleep apnea syndrome], stridor [stridor], aspastic laryngeal movements [laryngeal disorder], ent disorders [ear, nose and throat disorder], neurological disorders worsen [neurologic symptoms], case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 07-jul-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), lumbar pain ("lumbar pain"), pelvic pain ("pelvic pain") and device breakage ("metallic fragment projecting over the pelvis") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Company causality comment :this medically confirmed spontaneous lawyer case concerns a 61-year-old woman implanted with essure® on (B)(6) 2009. The devices were removed in 2017, including complete removal of a fractured residual fragment, with later x-ray confirmation of no residual metallic foreign body. The patient died at home on (B)(6) 2025, approximately eight years after complete device removal, in the terminal phase of advanced cerebellar-type multiple system atrophy (msa-c). Reported events included death, neurological/respiratory symptoms, pelvic pain, device breakage, menstrual disorders, pain/headache, nickel allergy and other systemic complaints. Pelvic pain, device breakage, menstrual bleeding/irregularity, pain/headache and nickel hypersensitivity are anticipated in the essure rsi; the remaining events are not listed. Essure¿s local tubal occlusion mechanism does not provide a plausible mechanism for systemic or neurodegenerative disease. The neurological and respiratory decline is consistent with sporadic msa-c, supported by investigations and progression after device removal. No established scientific or epidemiological association exists between essure and msa; neurological events and death are therefore assessed as not related to essure. No autopsy or death certificate was provided. Device breakage occurred during removal; the fragment was completely removed, and histology showed no atypical findings. A causal relationship for pelvic pain, device breakage, and nickel hypersensitivity cannot be excluded because of the temporal association and rsi listing. Broader systemic complaints are not supported by current evidence, including the 2024 ivrm review. During disease progression, the patient experienced severe neurological deterioration with progressive loss of mobility, speech impairment, dysphagia, urinary dysfunction, chronic pain, and increasing dependence on activities of daily living. Her functional status and living conditions markedly deteriorated, resulting in disability, inability to continue professional activities, and ultimately the decision to initiate euthanasia procedures in belgium. Although the reporter attributed the patient¿s symptoms, deterioration of living conditions and functional status, and death to essure, the available medical information indicates that these findings are consistent with the natural progression of advanced cerebellar-type multiple system atrophy (msa-c), for which no plausible causal relationship with essure has been established. The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 17-jul-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), lumbar pain ("lumbar pain"), pelvic pain ("pelvic pain") and device breakage ("metallic fragment projecting over the pelvis") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below.the patient had a medical history of sick leave and parity 2, two children, born in 1990 and 1998. Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced lumbar pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), fatigue ("chronic fatigue"), a first episode of balance disorder ("disturbances of balance"), dizziness ("dizziness"), multiple system atrophy ("diagnosis of probable type c multiple system atrophy"), urinary tract disorder ("urinary disorder"), gastrointestinal motility disorder ("bowel movement disorder"), dysgraphia ("dysgraphia"), a first episode of speech disorder ("speech impairment"), apnoea ("respiratory apnea"), dyspnoea ("shortness of breath"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), enuresis ("nocturnal enuresis"), menopause ("premenopausal status"), stress ("stress syndrome"), menstruation irregular ("irregular menstrual cycles"), sciatica ("sudden sciatica of the left leg"), gastrooesophageal reflux disease ("acid reflux,"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), otitis media ("discomfort related to serous tympanum (serous tympaneum)"), ear discomfort ("discomfort related to serous tympanum (discomfort)"), hot flush ("hot flushes"), urinary incontinence ("urinary leakage"), micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), a second episode of balance disorder ("balance disorders"), a second episode of speech disorder ("occasional speech disorders"), allergy to metals ("nickel allergy"), feeling abnormal ("sensations of instability"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), tooth abscess ("new dental abscess"), anal incontinence ("gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("lumbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngeal disorder ("aspastic laryngeal movements"), ear, nose and throat disorder ("ent disorders") and neurological symptom ("neurological disorders worsen"). The patient was treated with surgery (bilateral salpingectomy, on (B)(6) 2017, bilateral laparoscopic salpingectomy and laparoscopic interadnexal hysterectomy). Death occurred on (B)(6) 2025. At the time of death, the outcomes for lumbar pain, pelvic pain, device breakage, fatigue, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, apnoea, dyspnoea, heavy menstrual bleeding, migraine, menopause, stress, menstruation irregular, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, otitis media, hot flush, urinary incontinence, micturition urgency, pulpitis dental, allergy to metals, feeling abnormal, headache, dysuria, spinal pain, tooth abscess, anal incontinence, constipation, uterine polyp, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngeal disorder, ear, nose and throat disorder, neurological symptom, the last episode of balance disorder and the last episode of speech disorder were unknown. The reporter considered allergy to metals, anal incontinence, chronic lumbago, dorsal pain, the second episode of balance disorder, cerebellar syndrome, constipation, death, device breakage, dysuria, ear discomfort, ear, nose and throat disorder, enuresis, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngeal disorder, menopause, menstruation irregular, micturition urgency, migraine, neurological symptom, obstructive sleep apnoea syndrome, otitis media, pelvic pain, pulpitis dental, sciatica, the second episode of speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, urinary incontinence and uterine polyp to be related to essure administration. No causality assessment was received for essure with regard to lumbar pain, fatigue, the first episode of balance disorder, dizziness, multiple system atrophy, urinary tract disorder, gastrointestinal motility disorder, dysgraphia, the first episode of speech disorder, apnoea or dyspnoea.the reporter commented: patient reported new events to health authority on (B)(6) 2021, current state was diagnosis of probable type c multiple system atrophy.on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders.at the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. On (B)(6) 2016, during a consultation with her general practitioner, the patient reported persistent balance disorders and occasional speech disorders. A link with the essure device was considered for the first time, and she was referred to a gynecologist. On (B)(6) 2017, the patient consulted her gynecologist for loss of balance, back pain, nickel allergy, and various other associated disorders, and requested removal of her essure® device.on (B)(6) 2017, during a neurological assessment, the patient reported persistent sensations of instability, low back pain, and a history of imbalance since 2010-2011. The assessment was considered ¿normal¿ for a premenopausal woman. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. On (B)(6) 2017, the patient underwent laparoscopic interadnexal hysterectomy .in (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. On (B)(6) 2017, during a gynecological consultation, the patient reported persistent balance problems, low back pain, urinary leakage, urinary urgency, difficulty urinating, as well as fatigue and stress. She was advised to rest and take magnesium. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder on (B)(6) 2018, three-dimensional anorectal manometry showed insufficient sphincter resistance properties, rectal hypoesthesia, decreased rectal capacitive properties, insufficient bladder and rectal sensation, and sphincter relaxation during straining. Dynamic pelvic MRI was recommended. On (B)(6) 2018, a further general consultation confirmed the persistence of the same pain and disorders, with suspected possible essure residues .on (B)(6) 2018, a vesicorenal ultrasound showed hepatic biliary cysts considered benign and no abnormality of the urinary tract. Between 2017 and 2018, the patient consulted for neurological follow-up. The examinations revealed cerebellar syndrome associated with pyramidal syndrome, with few extrapyramidal signs. Etiological assessments, including inflammatory, paraneoplastic, and genetic tests, were negative. Between 2021 and 2022, the patient continued neurological and pulmonary consultations. Examinations revealed stridor, spastic laryngeal movements, vocal cord abduction deficit, dysphonia, as well as worsening gait and exertional dyspnea. Non-invasive ventilation and continuous positive airway pressure were initiated to stabilize her breathing in (B)(6) 2022, the patient presented marked fatigability and presyncope on standing. Between 2023 and 2024, the patient continued regular consultations. Stridor worsened after an infectious episode, which led to the prescription of a cough-assist device and home respiratory physiotherapy in addition to continuous positive airway pressure. She also received home hospitalization follow-up for several weeks. In (B)(6) 2024, the patient was hospitalized for hypercapnic respiratory decompensation related to aspiration pneumonia and worsened stridor. Non-invasive ventilation and a cough-assist device were set up at home, followed by three months of home hospitalization follow-up. During this period, she wrote her advance directives and refused any future resuscitation and ntubation. At the beginning of 2025, consultations showed marked worsening of her symptoms and pain, with almost permanent wheelchair use, ¿severe hypophonia progressing to near-anarthria, major balance disorders, antecollis, several episodes of aspiration with liquids, complete dependence for activities of daily living, and frequent intermittent catheterizations (4-5/day)¿. In (B)(6) 2025, she attended a follow-up consultation regarding end-of-life care and reaffirmed her advance directives. The patient gave her consent for deep sedation in the event of an acute episode, and possible home care was discussed. Steps for euthanasia in belgium had also been initiated in 2024 by the patient. Essure implant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home. Body weight was reported as 59 kg (if available). Multiple diagnostic investigations, including abdominal x-ray, colonoscopy, CT, MRI, ultrasound, histology and urodynamic assessments, were performed during follow-up. Most imaging studies showed no significant abnormalities. Imaging identified small retained metallic fragments in the left pelvic region, consistent with possible residual essure material. Histology of the removed implant showed no atypical features. MRI examinations demonstrated cervical and lumbar discopathy. Urodynamic assessment confirmed overactive bladder with chronic urinary retention and detrusor-sphincter dyssynergia. Neurological evaluation and MRI findings were compatible with cerebellar-type multiple system atrophy (msa). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2026: update of quality-safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Old rcc: patient reported new events to health authority on 9-jan-2021, current state was diagnosis of probable type c multiple system atrophy on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, disabling pain and premonopausal status. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results.she later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. On (B)(6) 2016, during a consultation with her general practitioner, the patient reported persistent balance disorders and occasional speech disorders. A link with the essure device was considered for the first time, and she was referred to a gynecologist. On (B)(6) 2017, the patient consulted her gynecologist for loss of balance, back pain, nickel allergy, and various other associated disorders, and requested removal of her essure® device. On (B)(6) 2017, during a neurological assessment, the patient reported persistent sensations of instability, low back pain, and a history of imbalance since 2010-2011. The assessment was considered ¿normal¿ for a premenopausal woman. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. On (B)(6) 2017, the patient underwent laparoscopic interadnexal hysterectomy in (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. On (B)(6) 2017, during a gynecological consultation, the patient reported persistent balance problems, low back pain, urinary leakage, urinary urgency, difficulty urinating, as well as fatigue and stress. She was advised to rest and take magnesium. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder .on (B)(6) 2018, three-dimensional anorectal manometry showed insufficient sphincter resistance properties, rectal hypoesthesia, decreased rectal capacitive properties, insufficient bladder and rectal sensation, and sphincter relaxation during straining. Dynamic pelvic MRI was recommended. On (B)(6) 2018, a further general consultation confirmed the persistence of the same pain and disorders, with suspected possible essure residues .on (B)(6) 2018, a vesicorenal ultrasound showed hepatic biliary cysts considered benign and no abnormality of the urinary tract. Between 2017 and 2018, the patient consulted for neurological follow-up. The examinations revealed cerebellar syndrome associated with pyramidal syndrome, with few extrapyramidal signs. Etiological assessments, including inflammatory, paraneoplastic, and genetic tests, were negative. Between 2021 and 2022, the patient continued neurological and pulmonary consultations. Examinations revealed stridor, spastic laryngeal movements, vocal cord abduction deficit, dysphonia, as well as worsening gait and exertional dyspnea. Non-invasive ventilation and continuous positive airway pressure were initiated to stabilize her breathing .in (B)(6) 2022, the patient presented marked fatigability and presyncope on standing. Between 2023 and 2024, the patient continued regular consultations. Stridor worsened after an infectious episode, which led to the prescription of a cough-assist device and home respiratory physiotherapy in addition to continuous positive airway pressure. She also received home hospitalization follow-up for several weeks. In (B)(6) 2024, the patient was hospitalized for hypercapnic respiratory decompensation related to aspiration pneumonia and worsened stridor. Non-invasive ventilation and a cough-assist device were set up at home, followed by three months of home hospitalization follow-up. During this period, she wrote her advance directives and refused any future resuscitation and intubation. At the beginning of 2025, consultations showed marked worsening of her symptoms and pain, with almost permanent wheelchair use, ¿severe hypophonia progressing to near-anarthria, major balance disorders, antecollis, several episodes of aspiration with liquids, complete dependence for activities of daily living, and frequent intermittent catheterizations (4-5/day)¿. In (B)(6) 2025, she attended a follow-up consultation regarding end-of-life care and reaffirmed her advance directives. The patient gave her consent for deep sedation in the event of an acute episode, and possible home care was discussed. Steps for euthanasia in belgium had also been initiated in 2024 by the patient. Essure implant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.